Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that infusion set only sprang forward on one side, causing it to fail to deploy which led to hyperglycemia on (B)(6) 2026. The blood glucose level was high, and it was treated with correction injection via multiple daily injection.